Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was fell in the tub and exposed to water and it had buzzing noise. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump turned back on and had unexpected restart alert. Customer stated that the constant tone was occurred on insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a21 alarm due to blank display. No audio/beep anomaly noted.